Event description:
Patient was revised due to stem fracture at the stem sleeve junction. Patient had considerable heterotppic ossification.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.